Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing, and three attempts have been made to follow up with the user facility. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite ii video system center experienced an e226 error code. This issue was found during preparation for an unspecified procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, good faith effort attempts were made to retrieve additional information on the return of the product and a response was not provided. As a result, a probable cause could not be determined. Olympus will continue to monitor field performance for this device.